Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 33 mg/dl at the time of incident and the current blood glucose value was 112 mg/dl. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they went into coma for high blood glucose and they was not insulin pump user. Customer was treated with food. Customer did allege pump was over delivering. Troubleshooting was performed. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.